Event description:
It was reported that there was evidence of fluid intrusion in the mattress on the bed. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
The product is not being returned to MFR for evaluation.